Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine had failed and unable to open any drawer, cubie, refrigerator or tower door. A field service engineer (fse) requested the customer to dial-in and to make some checks for the internal adapter, firewall, etc., but there was no change behavior. The fse had the customer log into the station, only to discover that there were no failures, except one pocket that was recovered. The fse performed some system checks across the station, inspected each drawer in the hardware test application and again, no failures were found. The fse removed some medication packaging contamination from a couple of drawers and checked all connections in the back of the unit to verify that each drawer was connected to the pyxibus, service restored. The fse also performed hardware test application (hta) tests for the device or storage space successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine experienced a full system failure. The customer stated that no drawers, cubies, the refrigerator, or tower doors could be opened. The customer attempted several troubleshooting steps, including logging off, shutting down, unplugging the device, and rebooting it multiple times, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.